Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
No screw in the case when dr. Opened a package. Dr. Used spare.

Manufacturer narrative:
The reported event that locking screw, t7, 2.7x16mm, 1/p was alleged of 'device missing' could be confirmed. Nevertheless we could not determine if the device got missing prior / during to surgery as it was indicated that the packaging may have been open before it was noticed. Based on investigation, the root cause was attributed to be other related. The cause of the failure could not be determined. The device inspection revealed the following: the package and inner blister have been returned open (IFU & label ok). Therefore the returned screw container is indeed empty, without screw nor metal housing. A close up of the screw positioning hole of the plastic screw container shows some slight wear but if this was caused due to the placed metal housing is unknown. The affected returned package still correspond to the given ref and lot number (label front of the package). A credit note in goodwill will be issued. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
No screw in the case when dr. Opened a package. Dr. Used spare.